Manufacturer narrative:
The device in this case was received in several fragmented pieces. Some pieces were noted to be stretched. Multiple jagged areas noted. Score lines were not evident on sample. The device history was reviewed and found no excursions. Proper materials and methods of manufacturing were utilized.

Event description:
While the physician was placing a dialysis catheter, he noticed the sheath was very elastic. As he was advancing the catheter and attempting to tear the sheath, it ended up crumbling into pieces. The physician had to open the patient to remove remaining pieces of the sheath inside the patient.